Event description:
It was reported that the left ventricular (lv) lead was damaged with cautery during a routine generator changeout. Insulation failure was noted. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg, crt-d, implanted: (B)(6) 2012. (B)(4).